Manufacturer narrative:
Alternate phone number: (B)(6). Alternate email address: (B)(6). Postal code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left breast lost it¿s form, increased for the side and lower pole and lost symmetry and left side rupture confirmed through ultrasound. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported left breast lost it¿s form, increased for the side and lower pole and lost symmetry and left side rupture confirmed through ultrasound. The device remains implanted.